Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of rf telemetry anomaly could be confirmed via review of the device image in the laboratory. Analysis found that the telemetry anomaly was caused by a firmware error.

Event description:
It was reported that the device could not be interrogated in the box. This device was not implanted.